Manufacturer narrative:
The customer resolved the issue by replacing the bag of the manual circuit patient. H3 other text : the customer resolved the issue by replacing the bag of the manual circuit patient.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a system leak greater than 4.5lpm preventing mechanical ventilation. There was no report of patient involvement.